Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, a review in-house testing was performed. In-house strip testing on the reported strip lot had met criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. An improper technique was identified in the complaint. This cannot be ruled out as a possible root cause for the unexpected result. Additionally, the customer was reported to be on lovenox. The use of lovenox is considered to be off-label use and may have contributed to the unexpected result. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester's daughter (B)(6) reported a discrepant high result with inratio compared to the lab. The results were: inratio=2.0; lab inr=1.2. The patient's daughter stated that the patient self tester was on lovenox for 20 days prior to a procedure for an aortic valve replacement on (B)(6) 2015. The patient self tester received 1 shot per day and this was discontinued on 07/01. No other inratio test results were reported. Patient self tester has transitioned and is back on coumadin - specific dates not known. It was also noted that the patient self tester was milking the finger after the finger stick.